Manufacturer narrative:
(B)(4). The customer reported a battery issue that was found during the general check. There was no report of pt involvement. The failure was further clarified that the unit failed to power up. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a battery issue that was found during the general check. There was no report of pt involvement.